Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: primed IV tubing placed set in pump. Pump alarming "air in line." Checked piv tubing for air removed micro bubbles, repeated this process several times. Verified patent piv access. Changed alaris pump channel x3; error "air in line" continued. Change alaris module, "air in line" alarm continued. Change piv tubing (reprimed medication) to new alaris pump infusion set (same lot number). Restarted pump. This intervention worked. No further alarms. Wasted approximately 26 ml medications from medication already primed in defective piv tubing. Pt was short this amount of the prescribed dose of approximately 500ml medication bag.

Event description:
No additional information.

Manufacturer narrative:
Correction: (h) updated annex f coding per event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.